Event description:
Provider states joystick is jerking when you turn right and when it goes forward it slows down.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.